Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that pump logs showed a stall on (B)(6) 2019 from 8:17 to 10:20 and then another stall at 10:24 am. It was reported that the patient was on and off the table and had a very long magnetic resonance imaging (MRI). Logs reveal recovery with today's date [(B)(6)2019] and time (confirming telemetry state). The patient did not hear the alarm. Also, the patient did not have withdrawal symptoms, but it was reported that their legs were "quite sore". The patient is inpatient at their hospital and had an MRI on saturday and she is now in the patient room to check the pump status. No further complications were reported and/or anticipated. Additional information was received from a foreign hcp via a manufacturer representative. It was indicated that the hcp had requested the manufacturer representative to further explain telemetry state. It was noted that the hcp was concerned about telemetry state and decided to keep the patient in the hospital for 1 week to observe the patient. Technical services reviewed the MRI guidelines from labeling with the manufacturer representative. It was noted that the pump was delivering morphine 4 mg/ml at a dose of 1.6980 mg/day and bupivacaine 19 mg/ml at a dose of 8.066 mg/day at the time of the report. Additional information was received from a foreign hcp via a manufacturer representative in response to a request for follow-up. It was reported that the clinic was not made aware that telemetry state could happen but now the clinic had been made aware. It was indicated that the patient believed the leg soreness was due to a loss of therapy. Teaching and reassurance was done to resolve the sore legs and the pain had improved.